Event description:
The catheter was inserted into the head of the patient. The clinician found that the catheter broke at the hub and the catheter was removed. A peripheral IV catheter was started the night of 2006 to complete therapy. No harm was caused to the patient due to this incident.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.